Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurrred. On approximately 01/01/2023, the patient experienced a skin reaction with itching, rash and redness, underneath sensor pod area only. It was reported the patient also had a proven allergy to irganox, rosin, and ¿a large number of allergens¿. The patient stopped using the sensor. There was no treatment reported. No additional patient or event information is available.